Event description:
It was reported that there had been gradual increases in ground path and intracochlear impedances. No concurrent illness or changes in heath noted. No accidents or trauma reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Based on the received information and device investigation, it seems that the problems were likely caused by the reference electrode being embedded in bone. Additionally damage to the active electrode likely caused by minute device mobility was confirmed by device investigation and likely contributed to the device failure over time. The investigation results appear to match with the reported problem. This is a final report.

Manufacturer narrative:
Additional information according to currently available information the complaint is probably due to a problem with the reference electrode however, to confirm a root cause a device investigation of the explanted device is necessary. The clinic plans to follow-up the case in december 2013. The complaint will be reopened as and when the patient undergoes surgery and the device is received for investigation.